Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during aspiration, physician was pulling back significant amount of air. They tapped the sheath to assist bubbles out, and confirmed proper location on ice, however, large amount of air bubbles continued to flow through the valve and out the side port. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it will be retained by facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.